Manufacturer narrative:
A steris service technician inspected the washer and found the press gasket on the chamber door to not be operating properly. The washer was de-installed and is pending repair activity which will be scheduled by the customer. Once the repairs are complete the washer will be placed back into service. The user facility purchased a new washer which was successfully installed on (B)(6) 2016. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their reliance synergy washer. No report of injury or procedural delays or cancellations.